Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that during therapy, a set of pads produced a flow rate of 2.1lpm. As a result; the patient cooled for 9 hours without reaching the target temperature of 34°c, as the patients' temperature was 34.9°c. At the time of the call to (B)(4), the water temperature was 6.1°c. There were no significant delays in therapy during troubleshooting, and the issue was resolved by disconnecting and reconnecting the pads. Therapy was resumed without further issue, as the flow rate settled at 3.5 lpm. An hour later, the flow rate was 2.3lpm, and therapy continued on the same set of pads without any further issues.

Manufacturer narrative:
The device was not returned for evaluation. However, the reported event was confirmed as user related based on the event description. No sample was returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿connect arcticgel pads orient the blue and white colors on the pad line connector and fluid delivery line. While holding the pad line tubing, insert the clear pad line connector into the fluid delivery line manifold. Do not press or squeeze the wings when connecting. The connector will click into place. " (B)(4).

Event description:
It was reported that during therapy, a set of pads produced a flow rate of 2.1lpm. As a result; the patient cooled for 9 hours without reaching the target temperature of 34°c, as the patients' temperature was 34.9°c. At the time of the call to ms&s, the water temperature was 6.1°c. There were no significant delays in therapy during troubleshooting, and the issue was resolved by disconnecting and reconnecting the pads. Therapy was resumed without further issue, as the flow rate settled at 3.5 lpm. An hour later, the flow rate was 2.3lpm, and therapy continued on the same set of pads without any further issues.